Event description:
1. Medication is leaking next to the injection site. 2. Redness occurs within 24 hours of placement of the intravenous cannula. 3. After the end of the therapy, the cannula is washed with saline solution and heparin. Reuse of the cannula is within 8 hours. 4. The needle is blunt and it is hard to penetrate the skin. 5. The part of the cannula in the vein was observed to be bent after the cannula was removed. 6. During placement of the cannula and withdrawal of the needle, the needle is difficult to withdraw.

Manufacturer narrative:
Samples and photos were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples for the reported issue of ¿leakage, needle bent, needle dull / blunt, needle penetration difficult / painful, reaction (allergic / etc.)¿ from lot numbers 2117592, 2117588, and 2165910 and material number 391453. The investigating team has also used the retention samples for investigating the reported defect. The device history record of material number 391453 and lot number 2117592, 2117588, and 2165910 was checked and there was no quality notification found on this lot number from its production date to its dispatched-on date. The returned samples were used to investigate the complaint of for the multiple defects and it was found that the samples did not have any defects or damages. An investigation was also performed on retention samples where the investigating team has visually inspected and performed a penetration force test of the samples. No defects or damages were observed on the retention samples. Due to the defect not being able to be replicated, an exact root cause could not be determined. The complaint cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.samples and photos were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples for the reported issue of ¿leakage, needle bent, needle dull / blunt, needle penetration difficult / painful, reaction (allergic / etc.)¿ from lot numbers 2117592, 2117588, and 2165910 and material number 391453. The investigating team has also used the retention samples for investigating the reported defect. The device history record of material number 391453 and lot number 2117592, 2117588, and 2165910 was checked and there was no quality notification found on this lot number from its production date to its dispatched-on date. The returned samples were used to investigate the complaint of for the multiple defects and it was found that the samples did not have any defects or damages. An investigation was also performed on retention samples where the investigating team has visually inspected and performed a penetration force test of the samples. No defects or damages were observed on the retention samples. Due to the defect not being able to be replicated, an exact root cause could not be determined. The complaint cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H6: investigation summary: photos were received by bd for evaluation. A quality engineer was able to review the photos of a venflon 18g from lot numbers 2117592, 2117588 and 2165910 regarding material number 391453 with the reported defects of leakage. Based on the photographs, the defects cannot be confirmed. The device history review of material number (B)(4) with lot numbers 2117592, 2117588 and 2165910 was checked and there was no quality notification found on these lots from its production date to its dispatch on date. The investigation and simulation were carried out on 3 retention samples where the investigating team has visually tested the samples the reported defects and no defects were found in the retention samples. The exact root cause can only be determined if we receive the original sample.

Event description:
It was reported that during use with an unspecified amount of bd venflon¿ bd luer-lok¿ medication leaks. There was no report of specific patients or impact. The following information was provided by the initial reporter: medication is leaking next to the injection site.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As bawal is an OEM manufacturing site. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2117592 d.4. Medical device expiration date: (B)(6)2027. H.4. Device manufacture date: (B)(6)2022. D.4. Medical device lot #: 2165910. D.4. Medical device expiration date: (B)(6) 2027. H.4. Device manufacture date:(B)(6)2022. D.4. Medical device lot #: 2117588. D.4. Medical device expiration date: (B)(6) 2027. H.4. Device manufacture date: (B)(6) 2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd venflon¿ bd luer-lok¿ medication leaks. There was no report of specific patients or impact. The following information was provided by the initial reporter: medication is leaking next to the injection site.